Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reports physical damage to insulin pump. Customer states that insulin pump is cracked on display and around battery compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).